Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - during our case with dr, we were completing a reverse augmented glenoid when the main off axis reamer and its components seemingly bound up on each other when attempting to ream for the wedge baseplate.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00204; 804-06-310, s100 - functional, instrument failure; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.